Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an atrial fibrillation procedure, a cardiac perforation occurred which required surgery to correct. The bleeding was diagnosed via ultrasound. Puncture was performed and several milliliters was removed but the bleeding could not be stopped. Patient needed surgery to stop the bleeding. Patient is stable. Perforation occurred at the roof of the left atrium when the tacticath showed more than 50g of contact force. There were no performance issue with the abbott device.